Event description:
The complainant reported that a prima zi abutment that was placed on (B)(6), 2009 fractured on (B)(6), 2010. The age of the male pt is unk. The complaint reported that the device broke under normal function and required no additional tools to remove the fractured abutment. There was no indication from the complainant of any adverse effect to the pt as a result of the reported problem.

Manufacturer narrative:
Visual analysis confirms that the abutment had fractured along the base. The abutment appears to have been modified which can lead to fractures. The most probable cause of fracture in zirconia abutments occurs from a drill/bur used to alter the shape. Due to the inherent nature of material used for ceramic abutments, failures of this nature are not unexpected. Root cause is attributed to user technique and/or operational context. Email correspondence with the complainant revealed that only the quad driver was used to remove the abutment and the abutment screw. Complainant did not indicate any pt harm. Crown was able to be recovered despite fractured abutment. Product is a non-sterile part, so there is no expiration date. (B)(4).